Manufacturer narrative:
(B)(4). (B)(6). Product is not returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a long hair was noticed sticking on the implant when package was opened in the operating room. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of the provided photograph. From the received picture from customer the foreign strand was there on the implant. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was considered a result from a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.